Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer advised they had partial display and a clear line had cut through the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Missing segments due to cracked lcd zebra connector, however pump passed the operating currents measurement, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.